Event description:
Patient intubated/ventilated. Avea ventilator's flow graphic waveform showing 'vibrations' on inspiration. Rt added/placed a proximal flow sensor; inspiratory vibration gone on flow graphics, when flow sensor removed, flow graphics again showed 'vibration' on inspiration. Avea ventilator changed out; new ventilator's flow graphics were normal, no inspiratory vibration on flow graphics.biomed inspected machine: tested unit. Device still had issues on the biomed test circuit and lung. Did an "exercise fcv", then a "characterize fcv". Fcv passed. Performed a "characterize exv", this failed three times in a row. Will order a new exhalation valve and try again.